Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod. Patient initially visited doctor's office and received a manual injection of 18 units, but bg levels remained high so patient went to the hospital. Patient was discharged after 2 days in the hospital and medical treatment was not provided; additional attempts to obtain this information were not successful.